Manufacturer narrative:
A field service engineer (fse) completed an instrument check, and no issues were identified. The sample probe and sipper probe were cleaned. A gripper check and mechanism check were performed, and the gripper was cleaned. The rinse stations were cleaned, the pinch valve tubing was changed, and additional cleaning and maintenance were performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e 411 analyzer (rack system) serial number is (B)(6). The qc was within range prior to the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs stat result from the cobas e 411 analyzer (rack system) for one patient. The initial result at 12:36 was 521.7 pg/ml. The first repeat result was 12.43 pg/ml. The second repeat result was 12.76 pg/ml. A new sample was collected, and the result at 14:05 was 11.87 pg/ml. The repeat result was 13.02 pg/ml. The sample was repeated because it was flagged. The result of 12.76 pg/ml was deemed to be correct.